Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be verified. The most probable cause of the device not pumping is the user may not have had the micro switch engaged with the temp check or disposable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device was not pumping. There was unknown patient involvement. And unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.